Manufacturer narrative:
The device manufacture date provided in the initial report was incorrect. The correct device manufacture date is december 12, 2013. Livanova (B)(4) has not been made aware of any further issues following the replacement of the shaft encoder. A root cause for the faulty shaft encoder was not identified.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to intermittently reproduce the reported issue after several pump restarts. A new shaft encoder was fitted and tested extensively without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that a shaft encoder error message was displayed for the s5 roller pump during priming. The use reported that the pump was running slowly when the error occurred, but the speed could not be reduced further. The pump was stopped via the touch screen and the user was unable to restart it. The pump was changed out to start the case. There was no patient involvement.